Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, the device was unable to cross. The target lesion was located in the left anterior descending artery. The physician advanced the 25 x 38 mm promus element stent delivery system to the lesion but it was unable to cross. The device was removed from the patient and the case was completed with another of the same device. No patient complications were reported and the patient condition was stable. However, additional information received indicated that the stent had detached from the delivery device and the balloon had a tear.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device analysis of the returned device revealed the stent had detached from the catheter. The stent delivery system was returned together with the stent. However, the stent had detached from the device and was returned in a separate vial. The stent was examined and there did not appear to be any damage to the returned stent. Microscopic examination of the profile of the balloon found a longitudinal tear measuring approximately 10 mm located centrally between the proximal and distal edges of the balloon. The inner lumen was protruding through the damaged balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).